Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient did not charge their device as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates that at this time surgical intervention is not planned; therefore, the potential for serious injury is not present.

Manufacturer narrative:
At this time surgical intervention is not planned; therefore, the potential for serious injury is not present. This device is no longer considered reportable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number:1627487-2023-01158. Additional information indicates the lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue.